Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The surgeon, reported via the sales business manager, that during a procedure the anchorage 3mm locking screw went straight through the ntp cp plate (right) and did not lock in place. The surgeon reported that he changed to a 3.5mm locking screw which locked in correctly. The surgeon reported that the procedure was completed successfully with only a few minutes delay to surgery time while a 3.5mm screw was located. The surgeon reported that there were no adverse consequences for the patient.

Event description:
The surgeon, reported via the sales business manager, that during a procedure the anchorage 3mm locking screw went straight through the ntp cp plate (right) and did not lock in place. The surgeon reported that he changed to a 3.5mm locking screw which locked in correctly. The surgeon reported that the procedure was completed successfully with only a few minutes delay to surgery time while a 3.5mm screw was located. The surgeon reported that there were no adverse consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.